Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was dealing with some hip pain. The surgeon decided on revising the acetabulum due to them having a metal on metal implant. The cup and head were removed and was unable to read any of the reference or lot numbers on the implants. The surgeon decided it would be best to go with a dual mobility implant. He implanted a competitor's revision cup with a dual mobility head, using our 28mm ts ceramic head as the core to their dual mobility poly. Original implant date and implanting surgeon was unknown. Doi: unk, dor: (B)(6) 2019, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.